Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 423 mg/dl and at the time of incident was 546mg/dl. Customer alleged the pump of under delivery because there were no delivery alarms. The customer was treated with syringes. The drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with a completely broken off end cap, minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to completely broken off end cap. Unable to verify possible over delivery anomaly or no delivery alarm/occlusion alarm due to completely broken off end cap. Device uploaded properly using care link.